Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a (B)(6) female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury and injury. At the time of reporting, the events were unresolved. According to a legal complaint, the pt received dentures approximately 25 years ago (since 1985) and has used super poligrip. The pt "suffered from profound and permanent neurological and other injuries" that she attributed to her use of super poligrip. The pt was unable to "perform her normal, customary and daily activities." The pt reported her "injuries and disabilities" were a direct and proximate result of the defects in the super poligrip. The pt's injuries and damages were permanent and will continue into the future. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the pt had worsening myelopathy. Magnetic resonance imaging (MRI) of the brain showed microvascular disease, but not to the extent that it would cause severe deficits. The pt reported a "tight feeling like a belt across my trunk" and numbness in hands and feet. A MRI of the cervical and thoracic spine showed no cord lesion and mid pontine microvascular disease. A carotid doppler was normal. The pt was hospitalized on (B)(6) 2008 for eval of ataxia/myelopathy and falls. The pt reported progressive weakness/numbness/ataxia since (B)(6) 2008. Somatosensory evoked potential testing showed no evidence of peripheral or central conduction slowing in either arm. The pt was discharged on (B)(6) 2008. Essentially the only positive finding was a low serum copper, elevated urine zinc, and high normal serum zinc. The pt was started on intravenous copper replacement, then transitioning to oral copper replacement. Discharge diagnoses included myelopathy with copper deficiency and peripheral neuropathy. On (B)(6) 2008, nortriptyline added for peripheral neuropathy. Physical therapy, occupational therapy, and a home health nurse had been ordered for the pt. On (B)(6) 2009, it was reported the pt used a denture cream and recent reports indicated that the zinc in denture cream might be culprit in several cases of copper deficiency myelopathy. The pt was ambulating with a walker. The pt's main concern was discomfort at night due to heavy aching and pain in legs due to possibly her myelopathy and/or fibromyalgia. Gabapentin started. The pt was instructed to avoid zinc and use a denture cream without zinc and continue home physical therapy. The pt also complaint of palpitations and brief flashing lights with zig-zag pattern on the right, followed by headache later. On (B)(6) 2009, the pt reported have similar complaints with her lower extremities as her sister with restless leg syndrome (rls), but the pt had never been treated for rls. On (B)(6) 2009, the pt was seen for follow up of ataxia and weakness. The pt first noted pain, stiffness, and weakness in both legs a few months ago and then developed numbness at the bottom of both feet and hands. This progressed to wheelchair use due to imbalance and weakness. The pt has consulted with rheumatology, neurology, and a spine specialist. The pt was hospitalized for a week recently due to progression and falls. The pt had extensive testing done and the only abnormality detected was a low copper level. The pt started copper supplementation (copper gluconate 2mg orally daily) and now uses a scooter. Neurontin added for symptoms. Assessment included peripheral neuropathy, myelopathy, ataxia, and weakness. On (B)(6) 2009, copper level was 119 (normal 70 to 155 mcg/dl) and zinc level was 117 (normal 60 to 130 mcg/dl). On (B)(6) 2009, in a letter to support a power scooter request, it was reported the pt began to have sudden decline in motor function due to peripheral neuropathy and myelopathy in (B)(6) of 2008. The pt was not able to stand longer than five minutes at a time, had difficulty walking, unable to cook/shower on her own, weakness in upper extremities, unsteady with gait and was unable to use a cane/walker/manual wheelchair. As of (B)(6) 2009, the pt's problem list included myelopathy, idiopathic peripheral neuropathy, carpal tunnel syndrome, fibromyalgia (at least 40 years but manifests as pain across her shoulders and back mainly), and osteoarthritis.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).